Event description:
The following has been reported: showing "air' while there is no air in the IV line reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.